Event description:
It was reported that this right ventricular (rv) lead was explanted due to a 41j shock that failed to convert ventricular tachycardia (vt). No additional adverse patient effects were reported. The product is not expected to be returned for analysis as the hospital kept it.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a 41j shock that failed to convert ventricular tachycardia (vt). No additional adverse patient effects were reported. The product is not expected to be returned for analysis as the hospital kept it.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a 41j shock that failed to convert ventricular tachycardia (vt). No additional adverse patient effects were reported. The product is not expected to be returned for analysis as the hospital kept it. This supplemental report is being filed as the lead was returned and analysis was performed.